Manufacturer narrative:
The immucor laboratory tested retention product on 10aug2017 which performed as expected.

Event description:
On (B)(6) 2017 it was determined that a customer report from (B)(6) 2017 of an unexpected positive result when using anti-fyb by manual test tube method, was reportable. The testing happened on (B)(6) 2017.